Event description:
It was reported to philips that the system failed to start, and the power on led was off due to an mpdu fault on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu replacement assembly and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).